Event description:
The customer reported that they received erroneous results for one patient sample tested for thyrotropin (tsh), free triiodothyronine (ft3), and free thyroxine (ft4). The customer was asked, but did not provide the specific date of the event. This medwatch will cover tsh. Refer to the medwatch with patient identifier (B)(6) for information referring to ft3 and the medwatch with patient identifier (B)(6) for information referring to ft4. The sample was initially tested at the customer site on an e602 analyzer and then repeated on a centaur analyzer. During investigations, the patient sample was tested on an e170 analyzer and an e411 analyzer. It was asked, but it is unknown which patient results, if any, were reported outside of the laboratory. The results from the investigation were provided to the customer. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. The e602 analyzer serial number used at the customer site was asked for, but not provided. The e170 analyzer used for investigation purposes was serial number (B)(4). The tsh reagent lot number used on this analyzer was 183222, with an expiration date of september 2015. The e411 analyzer used for investigation purposes was serial number (B)(4). The tsh reagent lot number used on this analyzer was 180809, with an expiration date of september 2015.

Manufacturer narrative:
The patient sample was provided for investigation. Investigation of the sample has determined there is an interfering factor to streptavidin present in the patient sample. Product labeling documents this potential interference.

Manufacturer narrative:
This event occurred in (B)(6).